Manufacturer narrative:
No blank display anomalies noted during testing. Device passed displacement test, sleep current measurement, active current measurement and self test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had blank display. The customer¿s blood glucose level 136 mg/dl. The customer reported that they had pump issues. It was repotted that the display was flashing white. The troubleshooting was performed and customer was advised to insert new aa battery and display did not return after pump restart. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.